Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed ventilator inoperable alarm with transducer fault alarm. There was no patient involvement associated with the reported event.